Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge dislodged from the pump after dropping the pump in the toilet. Customer's blood glucose level was 104 mg/dl. Customer successfully reloaded the cartridge onto the pump.